Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 reporter facility name: (B)(6) hospital.

Event description:
The event occurred on an unspecified date and involved a 8" (20cm) appx 0.48ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer where it was reported that the filter had occlusion issues or leaking. ICU med-portfolio sales specialist confirmed that they are using them within the manufacturer's recommendations. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
Received one used. List #z0792, 8" (20cm) appx 0.48ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer; lot #9285958. Fluid flow occlusion was confirmed in the returned used z0792 extension set assembly; however, no leakage was observed. The probable cause of the occluded flow is a filter clog. The dfu states: a filter that clogs during infusion should be replaced. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer returned 4 used devices for investigation. Fluid flow occlusions were confirmed in all four of the returned used z0792 extension set assemblies, however, no leakage was observed. This captures 1 of 4 devices.